Manufacturer narrative:
Reference record (B)(4). Catalog number 062903-002 is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event is expected to be returned. A follow up report will be submitted upon completion of the evaluation or if any further relevant information is identified or obtained.

Event description:
Report on (B)(6) 2017 indicated that, during the attempt to place the naso jejunal tube, the small intestine was injured with the grasping forceps and was bleeding. The placement was terminated.

Manufacturer narrative:
(B)(4). After the submission of the initial medwatch report, it was noted that although the event occurred during the procedure to place abbvie naso jejunal (nj) tube, the nj tube did not cause or contribute to the event; therefore, this event is not reportable.